Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the rise in temperature was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the bearings grinding from being very corroded and rough. The bearings were replaced along with the nose cone and some other components. The handpiece was repaired and returned to the customer.

Event description:
It was reported that handpiece began overheating a few minutes into the extraction of third molars. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.